Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated a force bipolar instrument broke inside. The customer stated it was installed on arm 1. They also stated there was no patient harm and no fragments left inside. The technical support engineer (tse) reviewed the logs but found no related issue. The tse recommended the caller return material authorization (RMA) the instrument back to isi. The customer will RMA the instrument and call ended. The procedure was completed. Intuitive surgical, inc. (Isi) contacted the nurse to obtain additional information. The nurse stated nothing fell into the patient and the instrument was still intact. There was no issue removing the instrument from the cannula or from the patient. The issue was more related to not being able to "bite down". She was not completely sure if there was a broken cable since the instrument is no longer in front of her. The instrument is being returned back to isi. There were no images or video recordings of this procedure. She did not have the patient file in front of her to provide patient demographic information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.